Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-8201. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Reproducing the issue was not attempted because the device in question is blacklisted. Instead, the issue will be investigated using the json list for blacklisted devices. The samsung s8 running android 9 was listed under the whitelist section for the guardian app version 1.3.4. The current guardian app version is 1.5.1, officially available on the app store and google play. However, for version 1.5.1, the samsung s8 running android 9 is categorized under the blacklist section. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications 10967806doc version g. Since the samsung s8 running android 9 is blacklisted for app version 1.5.1, the customer is unable to use the application. To help resolve the issue, we have provided the helpline team with the following recommendation to address it effectively: we advised the customer to use the latest app version (1.5.1) on a compatible device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.